Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with syncope. Upon in person interrogation, loss of capture was observed on the right ventricular lead. Elevated pacing lead impedance was also noted. The lead was reprogrammed and capture was achieved successfully. The lead was capped and replaced on (B)(6) 2018, and the patient was in stable condition following the procedure.